Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated by baxter service personnel. The root cause of the condition was determined to be due to the air base being too high, which required air in line printed circuit board calibration. The air in line printed circuit board was recalibrated and verified to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11 found upon power up of the device. The care area was not known. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.